Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against reported product code 217863111 found additional reports of damaged "o"rings (rubber ring). The additional reports were investigated and the root cause was attributed to device wear from normal use and servicing. The investigation could not draw any conclusions about the current reported event without the device and "o" ring to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The rubber ring inside broach has broken.